Event description:
The biomedical engineer (bme) reported a hard drive (hdd) failure on two central nurse's stations (cns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported a hard drive (hdd) failure on two central nurse's stations (cns). No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue is considered to be the end of useful life of the hard drive. This is the normal functioning of the device and not a deviation from its intended performance. Hard drives are routine service components and is expected to be replaced periodically or as indicated. Per cns-6801a operator's manual, the expected life span of the hdd is two years. The approximate age of the device at the time of malfunction was 2 years. A CAPA is not warranted.

Manufacturer narrative:
The biomedical engineer (bme) reported of hard drive (hdd) failure on two central nurse's stations (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported of hard drive (hdd) failure on two central nurse's stations (cns). No patient harm was reported.